Manufacturer narrative:
New information added to the following fields: d4, d8, d9, h4, h7. Corrected data: d7a this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the manufacturer site. Corrected fields: d3, d4 UDI, g1a, g1b, h9.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the thunderbeat 5 mm, 35 cm, front-actuated grip type s had something hanging from the tip of the handpiece. It was stated that about 5 minutes after using the handpiece that a white thin pad from the tip of the handpiece was peeled off. The issue occurred during an unspecified procedure. There were no reports of patient harm/injury.